Event description:
It was reported the patient was having a pulsing sensation with stimulation. It was not a "grabbing" sensation but it was an "uncomfortable" sensation. Movement did not recreate or impact the pulsing sensation. There were impedances greater than 20,000 ohms on 01, 02, 03 , 04, 12, 13, 14, and 15. 05, 06, 07, 16 and 17 were in normal range. The patient was programmed to 0567 and 167 when they were getting the sensation, but when programming was changed to a reprogrammed 567, the sensation stopped and the issue was resolved. As of (B)(6) 2012, there were no malfunctions seen and the cause of the event was not determined and the patient had not been seen back in the clinic. Refer to manufacturer report # 3004209178-2012-08721

Event description:
Additional information received reported that the patient also experienced a loss of therapeutic effect during the event. Fluoroscopy imaging showed that the leads were disconnected at the left shoulder/scapular area. A lead revision procedure was planned for the patient but had not yet been scheduled. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient outcome was resolved without sequela.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3550-39, lot # n236308, implanted: (B)(6) 2010, implanted: (B)(6) 2010, product type accessory; product ID 3550-39, lot # n184474, implanted: (B)(6) 2009, product type accessory; product ID 3487a-56, lot # v831346, implanted: (B)(6) 2011, explanted: product type lead.

Event description:
Additional information received reported that the extension was revised on (B)(6) 2012. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).